Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that while removing an old implant, the inserter tip broke and there are no broken fragments left inside patient. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received as event occurred at back table and no patient involved.

Manufacturer narrative:
B5: event problem description is updated d4: lot number is updated h3: product analysis of part # 2990001 lot num # nm11l026 visual and optical inspection confirmed one of the prongs at the tip of the inserter has broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.